Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) due to low battery voltage recorded on 2016-apr-16. Approximately 80mv drop followed by a recovery coinciding with an interrogation. The device was subsequently returned and analyzed. The returned device indicated lock-up in an integrated circuit. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. The initial reported event was received on 2016-04-26. Of note, the reportable malfunction and/or serious injury premature battery depletion is normally submitted via a remedial action exemption report that would have been due on 2016-07-30. Information was subsequently received on 2016-07-27 and revealed an analysis that does not qualify for exemption reporting. As there is new information that reasonably suggests the device no longer qualifies for exemption reporting it is therefore being submitted via a bimonthly medwatch report submission.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.